Event description:
It was reported that during a laparoscopic band procedure, on insertion of the allergan band, the inner duck bill seal from trocar came away and dropped into the patient's abdomen. The surgeon retrieved the rubber seal and changed to a new trocar. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.